Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Always twist the tubing connector between the cartridge tubing and the infusion set tubing an extra quarter of a turn to ensure a secure connection. A loose connection can cause insulin to leak, resulting in under delivery of insulin. If the connection comes loose, disconnect the infusion set from your body before tightening. This can cause hyperglycemia (high bg).

Event description:
It was reported that the customer tightened the infusion set t:lock while connected to the site, resulting in "unintentional delivery [of insulin]" and "hypoglycemia". Customer went to the emergency room. Contact declined troubleshooting with tandem technical support and declined to provide further information. Date of event is approximate.